Manufacturer narrative:
The device was manufactured april 17 - 19, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The reporter stated that about half the volume was infused. The device had been filled with 2250mg fluorouracil in 85ml 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.